Manufacturer narrative:
H6: code 213- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: code 22- the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to component migration.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The ipsilateral leg of the trunk-ipsilateral leg component was landed in the left external iliac artery as intended. The patient tolerated the procedure. On (B)(6) 2020, migration (distance unknown) of the ipsilateral leg endoprosthesis was confirmed. The distal end of the device was now located in the left common iliac artery. On (B)(6) 2020, a re-intervention was performed. An additional contralateral leg endoprosthesis was implanted from inside the ipsilateral leg endoprosthesis extending into the left external iliac artery. The patient tolerated the procedure. It was reported that the artery was straightened by a stiff guidewire and the endoprosthesis was implanted. The cause of migration was reportedly thought to be due to taking the shape of the artery, which gradually returned to tortuous shape after the procedure, and the distal end of the endoprosthesis was pulled out.